Event description:
It was reported that a handheld computer's screen was freezing at interrogation. Resetting the device or reseating the flashcard resolved the issue. A new handheld was sent to the site. Good faith attempts to obtain add'l info have been unsuccessful to date.